Event description:
The customer observed increased frequency of error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer, resulting in an increase in the re-testing of patient samples. The customer stated the errors began after using an new lot of reaction vessels (rv's, but is not specific to a particular assay. The customer performed troubleshooting and to review the instrument log. The customer was sent a replacement lot of rv's and the issue was resolved. There was no impact to patient management.

Event description:
It was reported that during a meniscal repair, the second implant would not deploy/advance from the trocar. This happened twice, first with the initial device and then with the back-up device. The surgeon converted to a menisectomy; the case was completed successfully. Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.